Manufacturer narrative:
Philips previously reported: the manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and the patient was not able to breathe easily. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the fco foam was observed to be peeled off and caused the issue. The inlet air path assembly needs to be replaced to address the issue. During a pms clinical expert review, it was determined that the device did contribute to the reported event via possible failure, malfunction, improper or inadequate design, manufacture, labeling and/or user error per 21 cfr 803.3. The peeling of the foam resulted in a low inspiratory pressure. This event is assessed as related to the device however the alleged harm is assessed as a non-serious injury. Therefore, the device did not contribute to a serious injury or death.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and the patient was not able to breathe easily. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the fco foam was observed to be peeled off and caused the issue. The inlet air path assembly needs to be replaced to address the issue.